Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot testing were performed and failed due to the receiver not turning on, even with a good known battery. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The log was not downloaded for review because the device would not power on. The allegation was confirmed. The probable cause was determined to be moisture damage. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.